Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower bottom matrix drawer (drawer 7) experienced repeated failures. The customer noted that the drawer rails were not completely broken but were difficult to operate, make the drawer hard to open and close and contributed to the failures. The customer requested replacement of the rails to prevent a complete failure and more urgent repair. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was extending too far due to worn-out bumper sliders. The field service engineer (fse) replaced the worn bumper sliders and verified proper drawer travel and operation. The system functioned as intended after the field service engineer (fse) resolved the issue.